Event description:
It was reported that the patient was experiencing chest pain. Patient went to the hospital. It sounds like the chest pain was not correlated to the spinal cord stimulation (scs) device. Patient was discharged and doing well. Nothing came back on her testing and her symptoms are gone.